Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing recent unexplained low blood glucose values, as low as 52 mg/dl. Customer reported treating with orange juice, which then raised the value to the 400s mg/dl. The customer did not feel comfortable with the infusion sets in use, and was advised to monitor the insulin pump and to try new infusion sets, and to speak with their doctor about the low and high blood glucose events. No further information was provided.